Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2011 alleging that her meter does not power on by pressing the power button on her one touch ultra meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information. The patient mentioned that on (B)(6) 2011, she had to receive medical treatment by her physician for a blood glucose reading of 130 mg/dl on the physician's meter. She was advised to increase her lapton insulin by 5 units. Her physician treated her at his office. It is unknown what the patient's last reading was that's he obtained on her meter. The patient denied exhibiting any symptoms and continued to take her insulin on a regular basis. A normal reading for the patient is around 110 mg/dl and she is supposed to test her blood glucose twice a day. While troubleshooting it was noted that there was no misuse of the product and that the battery needed to be replaced. The patient did not have any replacement batteries at the time of the call. The patient was using the correct test strips. Meter was replaced and requested back for investigation. The product was replaced. The complaint is being reported since the patient alleged that due to the meter not powering on, she was unable to test and ended up receiving and increased dosage of insulin by her physician for a blood glucose of 130mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) # is k062195.